Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Lot jt8218 manufacture date: 04/13/2015. Lot jt8218 expiration date: 04/01/2020.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number:batch # jt8218.

Event description:
It was reported that the patient underwent a mammary surgical procedure on (B)(6) 2015 and the reservoir was attached to a drain. At the ICU room, suspicion of air leakage continuously occurred. A couple of hours after the fluid drained and the suction started, the reservoir bag swelled out for three consecutive times. There was no adverse consequence to the patient reported. Additional information has been requested.